Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with an optrell mapping catheter with trueref technology and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter during mapping of the left ventricle (lv). A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The patient was sent for observation. Additional information was later received indicating a transseptal puncture was performed. No ablation was performed. No error messages observed on bwi equipment during the procedure. Patient was reported to be improved.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31117023m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).